Manufacturer narrative:
This event may result in the inability to connect the device to the system. This is performed during set up and before use on the patient. As a result, it can be easily exchanged with little risk to the patient. In this case, the cannula was placed before the defect was noted, exchange of the device will require temporary interruption of ECMO circuit, which could potentially result in injury to the patient. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a defect on the barb connector of the opti18 cannula resulted in inability to deair and connect (wet-to-wet) prior to ECMO initiation. As reported, the barb connector is where the tubing connects to the cannula. The plastic molding was malformed and misshaped. There were some extra small plastic burs on the plastic. It was not noticed until after placement into the patient because of the stopper being placed over it. It was also an emergency situation so the stopper was probably placed without giving a proper examination. It would have been easily noticed. The packaging was not damaged. The surgical team was unable to properly de-air the cannula and make a wet to wet connection. The cannula was exchanged immediately. The patient was unaffected by the cannula or the situation.

Manufacturer narrative:
Updated h6 per new information received. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined.